Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and was causing the reported no image as well as a b30 scope communication error. Additionally, the unit failed the leak test due to a cracked connector. The serial plate was also found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that he was not getting an image on his olympus hd camera head during procedure preparation. Additional details relating to the patient and the event have been requested but were all unknown. There was no patient harm or consequence reported as a result of this event.